Manufacturer narrative:
A control solution test was performed at the time of the initial call and results were not within valid range.

Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. Freestyle comparison readings of 225 and 298 mg/dl were reported by the customer.